Event description:
Boston scientific received information that the patient with this pacemaker had a syncopal episode. The patient's device was interrogated and sensing and pacing thresholds were checked. Isometrics were also performed and no evidence of a device malfunction was reported. There were no additional adverse patient effects. The device remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.